Event description:
It was reported that a patient experienced low glucose episodes in the morning and evening, with one low occurring earlier the same day at 53 mg/dl after recent target adjustments by a clinician, and the cause of the hypoglycemia was unclear. Customer care provided support that included assignment for additional training. Investigation of this case revealed insufficient evidence to identify a device malfunction or user error contributing to the lows. No symptoms associated with hypoglycemia reported. Outcomes included low and urgent low glucose alerts and treatment with oral glucose. It was concluded that the cause of the hypoglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.